Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station had black screen. Customer had plugged and unplugged the cables, then rebooted the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen. A field service engineer found that the flex pyxibus cable had caused a short in the system, resulting in thermal damage and replaced the flex pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.